Event description:
A customer contacted beckman coulter (bec) stating that their coulter act 8/10 analyzer started leaking 2 hours after a field service engineer had serviced the instrument. The customer observed the red blood cell (rbc) bath was overflowing while running controls. The volume of the leak was reported as approximately 10cc. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat. No injury or exposure was reported. Per customer, this instrument is used for processing animal blood (mouse blood) for research purposes only. No human blood is processed. No samples were impacted.

Manufacturer narrative:
A field service engineer (fse) was onsite earlier on the day of the event since the instrument was experiencing vacuum error while running samples and the vic (vacuum isolator chamber) was full and not draining. There was no leak reported at this time. The customer indicated that there was a clot at the bottom of the vic which could not be resolved with troubleshooting. Fse replaced the vic drain check valve, solenoid-15, and green air filter / fluid barrier. The reported leak occurred subsequent to this service visit. Fse returned the same day and mentioned that the customer had resolved the leak prior to his arrival. The customer indicated finding tubing (unspecified) which had been crimped in the cover. The customer ran several samples and verified the instrument was operating. Per labeling, the instrument is "for in vitro diagnostic use" and includes labeling for whole blood specimens. The cause of this issue is attributed to crimped tubing (unspecified) and use error due to off-label use. Instrument was not used "for in vitro diagnostic use" / whole blood specimens as specified in the product labeling. (B)(4).